Event description:
Sales representative reports hospital complaining of air entering system during high pressure injections with liebel-flarsheim power injector. Connection between the liebel-flarsheim syringe and the female luer lock on the contrast injection line is being quesitoned as the source of air entry. No sample being returned. There has been no pt injury or injection of air.